Event description:
Customer called to report issues with the insulin pump. It was reported that the insulin pump does not always respond with the menu. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Findings: all buttons function properly. However slight moisture damage noted on keypad traces during visual inspection. Minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.